Event description:
It was reported that the 9600emi system has problems saving images. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on information provided the following components have been ordered. Hard drive, image processor pcb, mother board and disk. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional information is received that indicates otherwise, a followup report will be submitted as required.